Manufacturer narrative:
The fse checked and observed problem with connection issue on display which has been corrected, now the unit is booting but power up test fail code # 10 appeared. The fse checked and calibrated 30psi transducers and the unit was tested thoroughly. Performed all functional tests and unit is working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) is not booting and there is an issue with battery charging. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a